Event description:
Analysis was approved on the generator and lead. Note that a large portion of the lead body, including the electrodes, was not returned, so an analysis could not be performed on that portion of the lead. There were no anomalies identified with the returned portion of the lead. There were no anomalies identified with the generator. The device performed according to specification.

Event description:
It was reported that a patient's generator and lead were explanted because he was picking at the lead. This exposed the lead and a portion of the generator. The generator and lead were received on (B)(6) 2016. No further relevant information has been received to date.